Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00528. Medical products: ribfix blu system 12 hole pre-bent plate, part# 76-2602, lot# ni. Ribfix blu system screw, self-drilling, cancellous x-drive locking 2.4 x 10mm, part# 76-2410, lot# ni.

Event description:
It was reported the patient underwent a revision to remove rib plates two (2) weeks following implantation due to loosening and discomfort. Ten (10) days following implantation, the patient reported discomfort. Two (2) weeks following implantation, an x-ray revealed two plates with the screws had completely popped off. The plates were not replaced. No additional patient consequences have been reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.